Event description:
It was reported that the device was giving the "1871 error code." Patient involvment unknown.

Manufacturer narrative:
Other, other text: b3: date of event, no information has been provided to date.one device was returned for investigation. Review of the error log confirmed the customer complaint of the error code on the pump display. The device was not functionally tested because of the error code. The cause was found to be a broken optical switch connecter. The optical switch was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.